Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 439 mg/dl. Troubleshooting was declined for the high blood glucose; the customer stated that her blood glucose increased due to being disconnected from the device. The customer planned to treat her blood glucose once she reconnected to her insulin pump. The customer had a broken insulin pump and received a replacement device; she needed assistance programming her replacement insulin pump. The customer was walked through the programming process and successfully programmed the device. The customer was also assisted with priming the tubing. No products were returned or replaced.